Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely to the pump. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump black box data revealed pump reboots had occurred. During a visual inspection of the pump, multiple cracks in the battery compartment were observed. The returned battery cap had stripped threads and was unable to secure properly to the pump; a power loss was observed. The pump was exercised for 24 hours with no power interruptions with a test battery cap. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.